Event description:
Caller alleged discrepant results compared with the lab. Results as follows: dates: 2010, inratio: 2.5, lab: 1.3. Inratio: 1.9, lab: 1.6. Pt was admitted to the hospital because he fell. Meter was used earlier in the day, and the hospital performed a lab draw at admittance. Pt is receiving pain medication and lovenox because he might need surgery. The hospital is working to raise his inr to pt's range.

Manufacturer narrative:
Investigation pending.